Event description:
Patient revised for second time on (B)(6) 2021 due to the glenosphere disassociating from the baseplate, approximately 1.5 years after first revision and 2.5 years since primary surgery on (B)(6) 2018. Surgeon explanted the 36mm centered glenosphere with screw and 135/145 36/+6 standard humeral cup (both implanted during first revision), and replaced them with a new 36mm centered glenosphere with screw and 135/145 36/+9 stability humeral cup.